Event description:
Complainant alleged that during biomed testing the device displayed a "ECG fault 7" message. Complainant indicated that there was no pt involvement in the reported malfunction.

Event description:
Caller states, student reported to the school office with low blood glucose symptoms. Student had tested 50 mg/dl on her personal meter. Caller attempted to treat her with juice, but the student became unresponsive. Caller tested the student on the advantage system and received result of 359 mg/dl (caller was using expired test strips). Paramedics were called, and caller rubbed cake frosting on student's gums; paramedics arrived, and student tested 24 mg/dl on their device. Paramedics treated her with a glucose IV and student became responsive. Student tested 117 mg/dl on paramedic's meter after treatment; low blood glucose symptoms improved. Caller also reports the student's insulin pump was not suspended until after paramedics arrived. Requested return of suspect device, however caller no longer has the test strips; replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Will not be returned to manufacturer.